Event description:
It was reported to st jude medical that during follow-up, the unloaded battery voltage was observed at past end of service after less than one year of service. The pt has not received any shocks or excessive pacing. The decision was made to immediately explant the device.